Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager (tm) notified zoll customer support that a zoll regional manager (rm) indicated a (B)(6) year old male patient was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The patient was treated at 19:12:21. The rhythm at the time of treatment and the post-shock rhythm are unknown due to noise and artifact. It was reported that the patient was standing up from his living room chair at the time of the event. The patient reported he had a burn mark on his chest. The response buttons were not pressed during the entire event. The patient did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient did not seek medical attention and continued use of the lifevest. H3: device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt was fully functional and able to detect and treat a patient. The monitor had no audio but was still able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 10/2010 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.